Manufacturer narrative:
After battery installation, the insulin pump had an unexpected white flashing display followed by an unexpected intermittent alarm due to a cracked liquid crystal display controller. The functional testing could not be completed due to the display anomaly. The insulin pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a constant tone and display screen was white. During troubleshooting, customer was advised to allow insulin pump to rest for two hours and change battery. Customer called back after two hours stating that pump rest and new battery did not restore insulin pump's normal function. Customer's blood glucose was 200 mg/dl. It was advised that insulin pump would need to be replaced.